Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884lwas requested for return and customer has returned the device.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered on with unexpected critical pump error open book image. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage noted on pcba 1, pcba 2, and force sensor gold traces per visual inspection. Isolate to electronic stack. Unit also received with: cracked case (battery tube), pillowing keypad overlay, and scratched case in summary, customer concern for cosmetic damage at battery compartment confirmed. Open book image due to corroded electronics. Isolate to electronic stack. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.